Manufacturer narrative:
One agilis¿ nxt steerable introducer dual-reach¿ was received for investigation. The reported event of a leak could not be confirmed. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the procedure, after the introducer was inserted into the patient and when the catheter was inserted into the device from the hemostasis valve, air was aspirated while attempting to remove it from the flushing port. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.